Manufacturer narrative:
The tech found no physical damage to the power cord, but in replacing the cord he repaired the bed.

Event description:
Info received indicates the tech found the bed has high ground resistance.